Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced skin erosion due to the lead pushing through the patient¿s skin from the l4 lead position. Lead was explanted to resolve the issue. There were no complications during the procedure. Patient was stable.